Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4)

Event description:
Update jul 05, 2017: pfs and medical records received. Pfs alleges metal poisoning, fatigue and limited movement. After review of medical records for MDR reportability it was reported that the patient was revised to address increased metal ions. It was reported on the operative notes that there were no metallosis staining of the soft tissue. No pseudotumors encountered. The femoral stem was in good anteversion and was found to be well-fixed as well as the acetabular component. No report of corrosion. Laboratory result for cobalt is above 7ppb. Updated the part/lot information and added the femoral stem. This complaint was updated on: jul 13, 2017.